Event description:
Related manufacturer report number: 2017865-2023-19400; 2017865-2022-43242. It was reported that episodes of auto mode switching and polarity switch believed to be due to noise on the atrial lead was observed. Further testing was recommended. The primary cause of the noise was not determined. No programming changes had been made or scheduled. The patient was being monitored. The patient was stable.